Event description:
It was reported that this implantable pacemaker recorded occasional undersensing with inappropriate pacing delivered on the right atrial (ra) lead. The presenting electrogram (egm) show non-sustained ventricular tachycardia (nsvt) events with supraventricular tachycardia (svt) with rapid ventricular conduction. The programmed atrial sensitivity is fixed at 0.5mv (millivolts). Other lead measurements are stable and further review is recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.